Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient a device sensation issue. The patient reported that about two weeks ago they went to their health care physician (hcp) office for an appointment and ¿some lady,¿ (the patient did not know if they were an hcp or a manufacturer representative (rep) ) came in with some equipment and the patient started feeling uncomfortable stimulation, intermittent shocking in the left side of their crotch. The patient thought that this sensation would subside however it hasn¿t. The patient stated that they didn¿t know if their stimulation was adjusted or if some other treatment had been performed. Patient services reviewed the option for the patient to use their patient programmer however the patient didn¿t know if they had it still or if possibly a family member had it. The patient mentioned that they did have an appointment to see their health care physician (hcp) the next day and patient services suggested the patient contact the hcp office and request for the person from the previous appointment be there as well and in the meantime for the patient to look for their programmer. Patient services continued, if the patient were to find their programmer that they patient could call back so instructions can be reviewed with the patient so they can adjust the setting. There were no further complications reported.